Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of stent implantation - estimated. There was no reported product deficiency. The reported patient effects of thrombosis and myocardial infarction (mi), as listed in the product instructions for use are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that over 1 month post an unknown vision 4.0mm stent implantation in the left anterior diagonal artery, the patient experienced an acute st-elevation myocardial infarction and was hospitalized. Reportedly, plavix was recently discontinued as the patient passed the 30 day mark post stent implantation. The patient was taken to the catheter lab where the stent was found to be totally occluded from thrombosis which was treated with an angio jet, aspiration and balloon angioplasty. There was some residual thrombosis left in the stent which was treated with heavy antiplatelet therapy. Additionally, a drug screen was done which found cocaine in the patient's system. Reportedly, per the physician, the discontinuation of plavix and the use of cocaine will increase the likelihood of developing an occlusion from thrombosis. The patient remains hospitalized and will have a follow-up angiogram prior to discharge. Although requested, there was no additional information provided.